Manufacturer narrative:
The customer reported recognized artifacts in a head scan. A philips field service engineer (fse) confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this issue. The fse evaluated the system and determined the cause of the artifact to be a fracture in the compensator of the a-plane collimator. The fse replaced the compensator and completed system calibrations. The system was returned to clinical use. This issue has been determined not to be a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The device has been evaluated by the manufacturer. The report source was also updated. The customer reported recognized artifacts in a head scan. A philips field service engineer (fse) confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this issue. The fse evaluated the system and determined the cause of the artifact to be a fracture in the compensator of the a-plane collimator. The fse replaced the compensator and completed system calibrations. The system was returned to clinical use. This issue has been determined not to be a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.